Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the electrodes. The rash made the patient itchy. Due to the rash, the patient's physician advised the patient he could remove the lifevest. The patient received an ICD and ended use of the lifevest due to the rash. The medical outcome of the rash is unknown.